Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred.  Data was provided for investigation. The problem was confirmed. The root cause could not be determined. No injury or medical intervention was reported.